Event description:
The strings break apart... Tear apart when pulling on them [device breakage.] Case narrative: consumer reported via email that the tampon strings break apart. No injury was reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.